Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure while injecting the lens, the cartridge split. The lens was reloaded and a second cartridge was also split. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The customer indicated that a qualified lens, hand piece and viscoelastic combination were used. Not enough information was provided from the account for further investigation. The customer also indicated that a second lens was loaded into a second cartridge. The second cartridge reportedly split. No sample was returned. If a sample becomes available, the file will be reopened and the sample will be evaluated. The manufacturer internal reference number is: (B)(4).